Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Summary of the investigation: as no patient data (files, x-ray and scopy) were available and as the leads have not been returned for analysis (abandoned inside the patient heart), it is impossible to conclusively confirm/identify the issues reported. However, as the leads are implanted since the end of 2012, the reported abnormal ventricular and atrial impedance values might be linked to a lead integrity issue (intermittent lead fracture or insulation failure). This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6)2025, noise in ra/rv was found, leading to pacing failure and inappropriate shock treatment. No signs in trend data, ra impedance was <200o, rv impedance was >3000o, lv (boston) was 569o, all except lv were deemed not to be continued and temporary pacing was started. (B)(6)2025, reintervention was performed, ra/rv lead were left in body, new leads were implanted.